Event description:
Complainant alleged that while attempting to cardiovert a (B)(6) male pt. An audible pop was heard and an arc was seen from the electrode pads. The complainant also indicated that the pads slightly burned the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.